Event description:
Ra lead exhibited chronically low p waves lv lead exhibited chronically high thresholds and potential loss of capture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5146394.